Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device remains implanted, no further investigation can be performed at this time. Based on the information available, it is not possible to draw a definitive root cause for the reported event, which remains unknown at this time. However, based on the document review performed, no manufacturing deficiencies were identified. Per the information included in the reports received, it is stated that 'the perceval valve appeared positioned too low in the lvot'. As such, it is possible that a malposition of the device caused or contributed to the event.

Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2018, a male patient received a pvs25 in aortic position. The procedure was performed in mini sternotomy and no concomitant procedures occurred. On (B)(6) 2019, an intra-prosthetic regurgitation of 4+ was detected (mean gradient of the valve 14mmhg). A transcatheter valve replacement with an edwards sapien ultra size 26 was performed on (B)(6) 2019. No procedural complications occurred and a good postoperative outcome is reported. No structural device deterioration was reportedly suspected. Based on the reports received from the field, the pre-tavi echo showed that the perceval valve appeared positioned too low in the lvot, with a good opening of veils and periprosthetic insufficiency of anterior location and severe grade.

Manufacturer narrative:
Device not explanted.

Event description:
The manufacturer was informed on this event through the sure-avr registry. On (B)(6) 2018, a male patient received a pvs25 in aortic position. The procedure was performed in mini sternotomy and no concomitant procedures occurred. On (B)(6) 2019, an intra-prosthetic regurgitation of 4+ was detected. A transcatheter valve replacement with an edwards sapien ultra was performed on (B)(6) 2019. No procedural complications occurred.